Event description:
The reporter stated the surgeon implanted a cc4204bf collamer single piece lense in the patient's right eye (od) on (B) (6) 2005. The patient was having problems with the vision in her eye, so went to optometrist for new eye glasses. The optometrist stated the iol in the right eye looked cloudy. The iol remains implanted. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).